Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged product issue of foreign material found on the device and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a cerebral intervention, physician prepared under IFU, was inflating the balloon, noticed that there was a small orange object in the balloon. The physician then opened another balloon to continue with the case. The procedure was successful and no reported injury to the patient.

Manufacturer narrative:
Based on our investigation findings that the yellow polyimide ring was dislodged within the balloon, which is consistent with the alleged product issue. The polyimide ring is a component of the device and not a foreign object as described in the reported event. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h10.